Event description:
It was reported that the product gave an e-1 error and caused a momentary delay in the case. It was further reported that the product functioned normally after being rebooted. There was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.